Event description:
The customer observed false reactive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for a 81 year old patient. The following data was provided: on (B)(6) 2022 sid (B)(6) screening testing was completed on alinity ai01687 with an initial result of 1.15 s/co, repeat result of 1.14 s/co. Confirmatory testing completed on alinity ai01090: initial result with c2 = 1.15 s/co, c1 = 0.22 s/co, 140% confirmatory. Pcr = negative, another method (roche) = negative. No impact to patient management was reported.

Manufacturer narrative:
Completed information for patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p11-22 has a similar product distributed in the us, list number 8p11-21.

Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii confirmatory results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 28356fn00 and the complaint issue. In-house specificity testing was completed with complaint lot number 28356fn00. Acceptance criteria were met indicating the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I hbsag qualitative ii confirmatory reagent for lot 28356fn00 was identified.